Event description:
During implant, following multiple repositioning attempts for the right ventricular (rv) hypotension was observed. Ultrasound examination was performed and blood was observed in the pericardium. The pericardium was then drained of excess blood. X-ray imaging was performed and no perforation of the myocardium was observed. The procedure continued and the rv lead was successfully implanted in a non-pacemaker dependent patient. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Perforation/ tamponade is a potential complication associated with transvenous leads/catheters. It is included in the list of potential complications given in the instructions for use.